Event description:
The facility reported a colleague infusion pump malfunction of "multiple lines on the screens". There was no report of when, or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version for this device is 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "multiple lines on the screens" was confirmed by baxter service personnel. The root cause was attributed to a damaged main display. This condition was corrected by replacing the main display. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.